Event description:
This is a report of a patient who experienced peritonitis. On an unknown date, the patient had a breach in aseptic technique, which was determined to be from the patient's cats that came in contact with the supplies. On the same day as the diagnosis, the patient was hospitalized for the event. On an unreported date, the patient was treated with cipro (dosage and frequency not reported). Four days after hospitalization, the patient was discharged from the hospital. At the time of this report, the patient was recovering from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The cause of the peritonitis was a use error, which was reported to be a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information becomes available, a follow up report will be submitted.